Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 73752- inv, a73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included sinus operation. Previously administered products included for contraception: oral contraception from 1996 to 2012; for an unreported indication: flexeril and imitrex. Concurrent conditions included gerd and overweight. Concomitant products included citalopram hydrobromide (celexa), doxycycline, drospirenone + ethinylestradiol (yaz), ibuprofen, omeprazole (prilosec) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gallbladder disorder ("gastrointestinal or digestive system condition type:gallbladder disorder") and irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problem") and nausea ("nausea"). The patient was treated with surgery (undergo hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, dyspareunia, headache, nausea, vaginal discharge, fatigue, gallbladder disorder and irritable bowel syndrome outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gallbladder disorder, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Batch number provided 73752 is invalid. Lot number a73752 man date: 2012-11 exp date: 2015-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's past medical history included sinus operation. Previously administered products included for contraception: oral contraception from 1996 to 2012; for an unreported indication: imitrex and flexeril. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gallbladder disorder ("gastrointestinal or digestive system condition type:gallbladder disorder") and irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problem") and nausea ("nausea"). The patient was treated with surgery (undergo hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, dyspareunia, headache, nausea, vaginal discharge, fatigue, gallbladder disorder and irritable bowel syndrome outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gallbladder disorder, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problem, urinary problem, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, gallbladder disorder, irritable bowel syndrome, she did not undergo an essure confirmation test were added. Patient information and lot number were added. Historical drug and conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 73752- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's past medical history included sinus operation. Previously administered products included for contraception: oral contraception from 1996 to 2012; for an unreported indication: flexeril and imitrex. Concurrent conditions included gerd and overweight. Concomitant products included citalopram hydrobromide (celexa), doxycycline, drospirenone + ethinylestradiol (yaz), ibuprofen, omeprazole (prilosec) and oxycocet (percocet). On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gallbladder disorder ("gastrointestinal or digestive system condition type:gallbladder disorder") and irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problem") and nausea ("nausea"). The patient was treated with surgery (undergo hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, dyspareunia, headache, nausea, vaginal discharge, fatigue, gallbladder disorder and irritable bowel syndrome outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gallbladder disorder, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Batch number provided 73752 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.